Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. H3 other text : not returned.

Event description:
It was reported through the submission of a revision usage sheet that the patient's right hip was revised. A shell, screws, mdm metal liner, adm/ mdm poly insert, head and adapter sleeve were implanted. Reason for revision: aseptic loosening with the acetabular shell.